Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 63 alarm due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure during self test. Customer¿s blood glucose of 86 mg/dl. Customer stated that insulin pump had insulin reservoir compartment. Customer mentioned that reservoir was not leak. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.